Manufacturer narrative:
(B)(4). Additional narrative: investigation summary: the device was received and evaluated at the service center. The reported complaint that the device did not work anymore was confirmed. It was found that the buttons of the keypad was not functioning, as it's resistance values were out of range. Further, the motor was corroded and runs not constantly and also the protective earth resistance of the motor cable was out of range. The motor, motor cable, and the hand control set were replaced, and the device was repaired, tested and found to be fully functional. Fluid ingress into the system and contact with the motor is responsible for the corrosion of the motor and would have caused the damage to the motor cable. The corroded motor has a tendency to stick and not turn. However, given the information provided, we cannot determine a definitive root cause for the defective keypad of the hand control set. This serialized device (serial: (B)(4)) was manufactured prior to the current manufacturer. Therefore, a DHR review cannot be performed since the original manufacturer no longer exists and therefore the manufacturer can no longer make any process correction or corrective actions if needed. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by affiliate via phone that pre-operatively to an unknown procedure, four fms tornado micro handpiece with buttons did not work anymore. No patient consequences, or surgical delay reported.